Event description:
It was reported that hand piece was not working. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.